Event description:
Atrial unipolar iead impedance warning on (B)(6)-"u.d. Hign a. Threshoid on uy (B)(6) 2021. Device appears to be undersensing on a-lead during.h lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).